Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the device had an automated self test faillure. There was no reported patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
1218950-2016-01183 follow up was mistakenly reported as -003 and should have been follow up -001

Manufacturer narrative:
1218950-2016-01183 follow up was mistakenly reported as -003 and should have been follow up -001